Event description:
The rptr alleged that the implantable neurostimulator was defective. The device was explanted and replaced. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).